Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump aspirated instead of infusing. This was observed during patient use in the pediatric intensive care unit (ICU). The medication in the syringe infused into the patient when the primary fluid filled the empty syringe. Upon further review, the customer indicated the incorrect tubing was used on the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.